Event description:
The customer contacted baxter's technical service center regarding air in patient line (without alarm), which occurred on the homechoice (hc) during use, during dwell 1. The patient line was completely filled with soda sized air bubbles. The same thing happened last night. The baxter technical service representative (tsr) went over the possible causes and recommended the home patient (hp) thoroughly check the patient line after priming. In the beginning of the call the hp said he did not do that since he had been setting up the same way for years and then later claimed to do that. The hp wanted to speak with another tsr and so another tsr spoke with him and verified the information. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy each day after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. He ended up swapping the machine yesterday. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required